Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three of four, while the hp was connected. Nothing unusual was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm to the hp. The tsr assisted the hp in ending therapy and removing the cassette. It was unknown how the hp would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.